Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes and on his chest. The irritation was described small sores and a clear liquid leaking on his back. The patient consulted his physician who prescribed a cream and a lotion. Follow-up indicated that the irritation had improved greatly.